Event description:
Report received stating that upon removal of the epidural catheter it was noted that the black tip on the end was missing. The catheter had been inserted intraoperatively. No x-rays were performed to determine the location of the catheter tip. Customer reports "at this point co has no evidence that the patient has an injury related to the catheter event." No additional information was available.

Manufacturer narrative:
The sampe involved in the incident was returned for analysis. The catheter is most likely a 19 ga open-end catheter from list 11826 (rather than an 18 ga closed-end catheter from list 15758 reported to be used in complaint) based on the lack of side ports and the od measurements (0.0405, 0.0403 and 0.0405 inches). The catheter was visually evaluated for any obvious anomalies. The catheter did exhibit some minor kinks and curvature. The black centimeter markings were evident for the 8-cm, and 7-cm markings along with the black tip marking were not evident. The catheter between the 8-cm marking and tip did exhibit a visually-evident narrowing of the od (o.o254 and 0.0257 inches) consistent with the catheter meeting resistance upon removal and being stretched in order to remove from pt. The length of the catheter from the tip to the attachment ot the catheter adapter (catheter was taut but not stretched) is approx 39 41/64 inches. The distance from the 20-cm markings to the tip is approx 11 59/64 inches (note: due to the kinks and curvature, these are not precise measurements.) The spec for abbott nylon catheters dictates an overall length of 36 1/8+1/4-1/8 inches while the distance from the 20 cm markings to the tip is 7.874 +/-0.010 inches. These length discrepancies between the actual and specified dimensions are consistent with the catheter being stretched/elongated. The tip of the catheer is deformed. It demonstrates a very clean break. There is minimal "curl back" of nylon resin around the tip of the catheter as is normally assoicated with a torn catheter (vs a cut). The pattern and condition of the tip is consistent with the catheter being "backed out" if the epidural needle during placement which resulted in cutting the catheter on the back end of the needle bevel (ie heel). A complete and/or partial cut could occur in this matter. At some point, the catheter met resistance as it was being pulled on and was, in turn, elongated.